Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the system displayed a system message and shut down during the oil exchange portion of a vitrectomy procedure. They were unable to restart the system for "a long period of time." The procedure was aborted. The patient lost ocular tone and the eye "turned into something similar to a raisin." The patient eventually lost the eye. Additional information has been requested.